Event description:
It was reported the pt had difficulty communicating with the ipg using the charging system. A replacement charging system was sen to the pt, and it was reported the new charging system had the same issue. It was reported the ipg depth may be at issue, since the programmer was able to communicate with the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.